Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed and the product lot met all acceptance criteria.

Event description:
It was reported that the patient's blood glucose levels rose to 14 mmol/l (252 mg/dl) while wearing the pod between 37 and 48 hours. The pod reportedly fell off the infusion site (abdomen) while the patient was showering, causing the cannula to dislodge. As treatment, a new pod was applied.